Manufacturer narrative:
One device was received for evaluation. Visual inspection found peeling downstream occlusion (dso) seal, a defective dso sensor, and the upstream occlusion (uso) seal to be buckling. Functional testing found the motor to be over replacement specifications. The motor, uso seal, dso seal, dso sensor and led flex were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device has a damaged battery compartment. The device evaluation found a peeling downstream occlusion seal. The event was discovered during testing, there was no patient involvement.